Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the ok button requires excessive force to elicit a response. The issue was not resolved with training. There was no evidence of product misuse. The product is being returned for investigation. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: testing confirmed intermittent responses to button presses on the ok button and the up arrow button. Multiple button presses are required before the buttons will engage. The buttons do not have normal spring back or click. Contamination was present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.